Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros ammonia (amon) quality control results were obtained from a non-vitros biorad control fluid using vitros amon slide lot 1018-0256-4628 on a vitros 5600 integrated system. Biorad lot 54350 level 1 results of 91.1, 144.9, 150.2, 152.6, 153.6, 155.9, 158.3 and 161.3 umol/l vs an expected result of 38.0 umol/l. The higher than expected vitros amon results were from a non-patient fluid. However, the investigation cannot confirm that patient sample results would not be affected if the event were to recur undetected. There were no allegations of harm as a result of this event. This report is number six of eight MDR¿s for this event. Eight 3500a forms are being submitted for this event as eight devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros ammonia (amon) quality control results were obtained from a non-vitros biorad control fluid using vitros amon slide lot 1018-0256-4628 on a vitros 5600 integrated system. An assignable cause of the event was not able to be determined. Based on historical quality control results, a vitros amon lot 1018-0256-4628 related issue cannot be ruled as a contributing factor of the event. An instrument related issue cannot be ruled out as a contributor of the event as no precision testing was performed on the vitros 5600 system. Additionally, historical qc results were imprecise. An issue related to the biorad control fluids cannot be ruled out as a contributor of the event as results from an alternate lot of biorad controls were within expectations. Additionally, prior results from mas control fluids were within expectations. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros amon reagent lot 1018-0256-4628. Email address for contact office is (B)(6).